Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the belt clip rails found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked case (battery tube), broken belt clip rails, pillowing keypad overlay, cracked retainer (scraped and dented), and minor scratches on lcd window. Cosmetic damage was confirmed at the belt clip rails by visual inspection where broken belt clip rails were noted. Additionally damaged retainer ring noted. Pump tested ok. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump belt clip rail had crack. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.